Manufacturer narrative:
Product event summary: analysis was able to confirm the stated reason for return of displayed error. It was further noted that the touch screen was out of specification, both keyboard hinges were broken and the bezel had minor damage. A software reconfiguration was to be performed, the cooling fan replaced as a preventive measure, the touch screen parameters were to be reset and the touch screen calibrated, both keyboard hinges were to be replaced and new software installed. The device was cleaned and it passed its electrical safety test and all final functional and systems tests.

Event description:
It was reported that the programmer generated an error. The programmer has not been returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer had been returned to service and subsequently tested out of specification during manufacturer's analysis.